Manufacturer narrative:
Per the clinic, the patient underwent a revision surgery on (B)(6) 2022 in order to replace the internal magnet. It was also reported that the patient underwent a skin flap reduction during the same surgery. The implanted device remains. This report is submitted on march 16, 2022.

Manufacturer narrative:
This report is submitted on june 21, 2021.

Event description:
Per the clinic, the patient underwent a skin flap reduction surgery on march 23, 2021, due to retention issue. The implanted device remains.